Event description:
Information received indicated fluid ingress was found inside the mattress.

Manufacturer narrative:
The fluid lek was caused by the ticking being worn. The hill-rom technician installed the pulmonary revitalization kit which resolved the issue.